Manufacturer narrative:
(B)(4). A visual examination of the returned resolution clip device noted that the over sheath assembly was not returned. The clip assembly was fully deployed and mashed onto the bushing. The prongs were locked into the capsule and there was a kink in the control wire. There is not enough information and evidence available to determine a root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, the clip was faulty. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. Investigation results revealed the clip was mashed onto the bushing; therefore, this is now an MDR reportable event.